Event description:
Product was returned fo repair only. Tip is broken off and missing. Contact stated she assumes it occurred in surgery, but that no reported incident of delay had occurred. Contact stated the missing piece was not reported as having fallen into the body, but could not answer as to the location of the missing piece..